Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with contrast visible in the inflation lumen and the balloon loosely folded, suggesting that the device was prepared for use and pressurized during the procedure, as reported. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon above the distal marker. Scanning electron microscopy analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was confirmed to be located above the distal marker along a balloon fold/crease. In this case, there was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. It is possible that the balloon was damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. Balloon material ruptures may be affected by numerous factors including, but are not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. A definitive cause for the reported balloon rupture along the fold and damage noted could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported for a balloon rupture from this lot. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the procedure was to treat an unspecified coronary lesion. The trek balloon was advanced to the target lesion and dilated; however, the balloon ruptured during the first inflation under rated burst pressure (rbp). A new trek was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.